Event description:
Failure code 533 was found in the event history during service. No reports of any patient incident involving this pump since the last baxter service event. No add'l info is available.